Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-15419. During a clinic follow-up, episodes of noise resulting in myopotential oversensing were observed on the right atrial (ra) lead. During the revision procedure, insulation damage was visually confirmed on the ra lead, as well as on the right ventricular (rv) lead. Both the ra and rv leads were explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information: d10, h3, and h6 the reported event of insulation damage was confirmed. As received, a complete lead was returned in two pieces for analysis. Visual inspection revealed the connector pin and connector cap to be pulled out of the connector assembly and the inner coil was stretched. The cause of the reported event was isolated to excessive forces, which is consistent with procedural damage. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.